Event description:
The customer reported cleaner leaked from the coulter lh 500 hematology analyzer during startup. The volume of the leak is unknown. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
The customer stated that the leak was coming from the probe due to a malfunctioning blood sampling valve (bsv). The instrument was serviced in house; the field service engineer (fse) replaced the bsv, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).